Event description:
The value was implanted on (B)(6) 2008 and regurgitation was noted twelve months postoperatively. The level of regurgitation was seen to be trivial and left the pt asymptomatic. Therefore, it was decided no further action was required at that point and regular monitoring would be conducted. By 2011, the pt had become symptomatic and noted increasing levels of fatigue. The valve was explanted on (B)(6) 2012 and replaced with another MFR's valve. Perforations were noted at explant resulting in central regurgitation. The surgeon indicated there were no comorbidities, pt pathology, or infections.